Event description:
The customer reported to olympus, video system center had a front panel switch function not working. The issue occurred during maintenance, with no procedure involved. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: a faulty main board had components burnt out. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to main board failure. Olympus will continue to monitor field performance for this device.